Event description:
(B)(6) study. Same case as MDR ID # 2134265-2012-05150. It was reported that post coronary stenting treatment procedure, stent thrombosis, dyspnea, diaphoresis, and myocardial infarction occurred. In (B)(6) 2010, the subject presented with sub-sternal chest pain and was diagnosed with non q-wave, non st elevated myocardial infarction (killip classification I). Cardiac catheterization was recommended which revealed a 95% stenosed de-novo lesion located in the proximal left anterior descending (lad) artery. The lesion was 18 mm long with a reference vessel diameter of 2.5 mm and treated with pre-dilatation and placement of a 20mm x 2.50mm taxus liberte stent with 0% residual stenosis. Two days later, subject was discharged on aspirin and prasugrel. In (B)(6) 2012, the subject presented with chest pain and was hospitalized on the same day. ECG revealed evidence of acute anteroseptal infarct and cardiac enzymes were found to be elevated consistent with the protocol definition of mi. The subject was diagnosed with mi and cardiac catheterization was recommended which revealed proximal 'stent occlusion' of the study stent placed in the lad. The occlusion was treated with balloon angioplasty and placement of a 3.00 x 24 mm promus element stent. The following day, the subject developed acute chest pain with diaphoresis and shortness of breath. ECG revealed anterolateral t-wave inversions with evidence of lateral ischemia. The subject was referred for cardiac catheterization. The jailed diagonal was suspected to be the culprit for the subject's symptoms. However, given the small caliber nature of the vessel, it was not amenable to percutaneous revascularization. The subject was recommended to be managed medically. The subject's study drug was discontinued on (B)(6) 2012. However, post angiography, the subject was resumed on effient. Three days later, the events of mi and stent thrombosis were considered resolved without residual effects and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).